Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of chest pain and a low heart rate. The right ventricular (rv) lead exhibited rising/high thresholds and a loss of capture, and an x-ray indicated that the rv lead had perforated. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.